Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 3:45am at home. Caller stated they woke up to hear moaning went to go check in on the end-user to find her in her bed unresponsive. Caller stated that she immediately tested the end-user's blood glucose and recieved a result of 77mg/dl. The caller stated that the end-users blood glucose is usually around 98-102mg/dl. Caller then called paramedics who arrived within 7 minutes, paramedics tested the end-users blood glucose with their meter and received a result of 37mg/dl. Paramedics started a glucose solution IV and gave the end-user glucose by mouth. The end-user was not transported to the hospital by the paramedics. Prior to the paramedics leaving the caller stated that the end-users blood glucose was 240mg/dl. No additional information was provided.